Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl at the time incident and current blood glucose was 579 mg/dl. The customer¿s blood glucose level was 540 mg/dl. The customer was treated with injection. Customer stated that something wrong with his pump and blood glucose had been rising. The customer did not alleged pump was under delivering. Customer declined to troubleshoot for high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The insulin pump will not be returned for analysis.